Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the patient developed a flexion contracture of roughly 15-20 degrees.

Manufacturer narrative:
An event regarding low rom involving a triathlon insert was reported. The event was confirmed. Method & results: -device evaluation and results: a visual inspection shows the device is unremarkable. -medical records received and evaluation: not performed as insufficient patient medical records were provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: there have been no similar previous reported events for this lot ID. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided for review. No further investigation for this event is possible at this time. If devices and/or additional information become available, this investigation will be reopened.

Event description:
It was reported that the patient developed a flexion contracture of roughly 15-20 degrees.